Event description:
It was reported, the pt continued to experience ineffective stimulation after her lead was repositioned on (B)(6) 2014 (ref MFR. Report # 1627487-2014-05301). One lead contact displayed invalid impedance. Additional surgical intervention was undertaken on (B)(6) 2014 and the lead was explanted and replaced. The pt reported effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.